Event description:
During a distal femur procedure, surgeon placed 2.0mm kirschner wire in the most proximal hole of the liss plate. When trying to remove the wire from the hole, the wire broke. Surgeon did not attempt to retrieve the wire. The screw was still able to placed in the hole. Surgeon believes the wire broke because of the clamp he placed on the bone and plate, putting pressure on the wire.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.